Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer's mother reported via phone call that the up and down button was sticking. The customer's blood glucose was unknown at the time of incident. The customer's mother stated that the insulin pump was not dropped, bumped nor exposed to moisture. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to flattened escape, act, up and down buttons dome switch. Inspected the lcd connector and no unlocked connector noted. The insulin pump had minor scratched display window.